Event description:
Report received that the pump was found to underdeliver during routine preventative maintenance testing by the user facility biomedical engineering dept. With an expected delivered volume of 20ml, the unit reporteldy underdelivered by "more than 1ml". Device spec for this procedure requires delivery to be 20 +/-1ml (+/-5%). There were no reports of any problems while the device was in clinical use.